Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that for about a week now the intensity of their stimulator would change on its own. Patient stated this was after they had the ins reprogrammed 2 or 3 weeks ago. Patient stated that they would usually set the intensity to 2.2 but when they go back and check it goes down to 0.4. Agent walked patient through checking their settings through the handset. Patient confirmed that they do not see a setting for adaptivestim. Agent reviewed with patient and redirected patient to their doctor (hcp). When asked about the hcp patient does not recall the doctor's name.